Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. Customer resumed insulin deliveries and continued to use the pump customer¿s blood glucose level was 150 - 180 mg/dl.